Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection and sepsis. The patient received antibiotics. No additional adverse patient effects were reported.